Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on an ostio proximal diseased, mildly calcified left anterior descending artery (lad). The vessel bed was well prepared. Following predilatation, a 28 x 4.00 promus elite mr stent was advanced to the lesion, but failed to cross the lesion. A small dissection was noticed distally. To cover the dissection, a 38 x 3.50 promus elite mr stent was successfully deployed, covering the entire length of the lesion as well as the flap. The procedure was completed, and no further patient complications resulted in relation to this event.

Manufacturer narrative:
The promus elite ous mr 28 x 4.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on an ostio proximal diseased, mildly calcified left anterior descending artery (lad). The vessel bed was well prepared. Following predilatation, a 28 x 4.00 promus elite mr stent was advanced to the lesion, but failed to cross the lesion. A small dissection was noticed distally. To cover the dissection, a 38 x 3.50 promus elite mr stent was successfully deployed, covering the entire length of the lesion as well as the flap. The procedure was completed, and no further patient complications resulted in relation to this event.